Event description:
In 2009, the pt reported he has had elevated blood glucose readings this evening of up to 211 mg/dl. His normal range is 130-140 mg/dl after eating and 80-110 mg/dl before eating. He said he changed his insulin infusion set and insulin cartridge at 5 pm and at 5:28 pm, his reading was 120 mg/dl. He stated his readings began to elevate after dinner and at 11:38 pm, his reading was 211 mg/dl. He stated he noticed an air bubble in the cartridge that was "one inch in length" after he filled the cartridge but he did not prime it out as he did not "want to use all the insulin." He said the bubble was still there after dinner and there were a "bunch of little bubbles along the side." At 10pm he "took it out, gave it a little knock on the side, and primed bubbles out." He saw insulin coming out of the tubing. He treated his readings by bolusing insulin via his infusion device. He said he used room temperature insulin to fill the cartridge. On f/u with the pt at about 2 weeks later, he stated his blood glucose has returned to his normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.